Event description:
The physician was performing a hysterectomy. The equipment being used was a boston scientific hydro thermablator. At the end of the procedure noticed a vaginal mucosa burn that ended at the left buttock. The vaginal burn was treated with metrogel and a silvadene cream was applied to the left buttock area. The vendor was contacted.